Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that during implant avoid impedances came up on 6, 14. The health care provider (hcp) suctioned and wiped leads dry 3 times but received the same message. The hcp was okay to continue with implant. There were no known factors and the issue did not resolve. No surgical intervention was planned or performed to address this event. No patient symptoms were reported. No further complications were reported.